Event description:
A CT tech was attempting to do a CT scan of the thorax with contrast (ordered to rule out a pulmonary embolism). The tech started the IV with contrast with no problem. The tech then went back to the CT control to start the exam. They then noticed that no contrast was showing up on the monitor. They stopped the contrast and went back to the patient. Approximately 100 cc of contrast had infiltrated the IV site and had gone into the patient's arm. The tech applied hot towels to the patient's arm. The patient's nurse was notified who in turn was to notify the patient's physician. The radiology supervisor and the radiologist on duty were also notified. (Although there was a second almost identical event within a two-day time frame, it was determined that this was not a device-related event.)